Manufacturer narrative:
(B)(4). Catalog#: igtcfs-65-jp-jug-tulip. Similar to device under 510(k) k090140. (B)(4). Summary of investigational findings: no images or product returned to assist the investigation. Based on information provided the exact reason for non-expanding filter legs cannot be determined, but the filter may have been somehow obstructed from fully expanding due to e.g. Ivc anatomical conditions, clots or if not placed in ivc. In all filters the spring effect and the distances between filter legs are verified during the manufacturing processes, as every filter is redeployed and approved after advancement through a testing sheath. No evidence to suggest that this device was not manufactured according to specifications. Cook medical will continue to monitor for similar events.

Event description:
Description of event according to initial reporter: the device was used for ivc filter placement by right jugular approach. There was no tortuosity in patient's anatomy. Although the physician withdrew the sheath back so as to deploy the filter after the device was advanced into the lesion, the filter leg did not expand. He tried sheath-withdrawal sometimes, but it would not. Therefore, he once retrieved the filter from the sheath (the sheath was remained in the body. Only the filter was retrieved) and checked it, which confirmed a slight amount of blood clots had been adhered to the filter. After rinsed the filter, he attempted to insert it into the sheath again, but without peel-away sheath, he could not let it in the sheath well. The device was replaced with another one and the procedure was completed with no problems. Patient outcome: no adverse effects to the patient.